Event description:
It was reported that during the procedure to treat a heavily calcified, 75% stenosed, de novo lesion in the moderately tortuous mid right coronary artery (rca), while crossing through a previously implanted non-abbott stent in the proximal right coronary artery (rca) with 3.5x15 promus rx stent delivery system (sds), the promus became stuck inside of the previously implanted stent. During attempted withdrawal, the promus rx sds stent became entangled with the previously implanted stent, force was applied, and the promus stent dislodged inside of the patient anatomy. The dislodged promus rx stent was angiographically located inside of the rca and was able to be snared. The procedure was completed via dilatation due to difficulty crossing the previously implanted stent with a stent. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sionblue; guide cath: launcher 6fr jl3.5; stent: taxus liberty; against resistance. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the (B)(4) promus everolimus eluting coronary stent system instructions for use states: resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the information reviewed, there is no indication of a product deficiency.